Event description:
It was reported that an unspecified number of syringes 30ml ll experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted after use. The following information was provided by the initial reporter: in a plastipak syringe 30 ml there was a hair. These was noted after disconnecting a bottle of ecalta. The customer wants a replacement given there was a loss because of the defective syringe.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. The photo was visually inspected and a hair was observed inside the syringe. A device history review was performed for lot 1909209 , no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The root cause if this incident was likely personnel not following proper gowning procedures. Project#1690 was initiated to reduce foreign matter within our products.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 30ml ll experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted after use. The following information was provided by the initial reporter: in a plastipak syringe 30 ml there was a hair. These was noted after disconnecting a bottle of ecalta. The customer wants a replacement given there was a loss because of the defective syringe.